Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a system failure. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that whenever the unit tried to autofill, there was a system failure alarm. The fse found the drive manifold to be defective. The unit was not repaired due to customer choosing not to repair the device at this time. If additional information becomes available a supplemental report will be submitted.